Manufacturer narrative:
Bd did not receive samples or photographs from the customer for investigation of underfill. Therefore, 20 retained samples from bd inventory were draw-tested with water, and all 20 tubes drew within specification. The device history records were reviewed with no issues identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint was unable to be confirmed for underfill. Bd was unable to identify a root cause for indicated failure mode.

Event description:
It was reported while using the bd vacutainer® sst¿ ii advance plus blood collection tubes an unspecified number of tubes underfilled. No health impact or consequence reported.